Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day after the implant of this transcatheter bioprosthetic valve, a pseudoaneurysm at the puncture site was noted. Nine days post implant, an unspecified repair was performed. No additional adverse patient effects were reported.